Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 72" message, a "pacer fault 116" message and would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.